Event description:
Device 1 of 4. Reference MFR. Report #s 1627487-2010-03355, 1627487-2010-03356 and 1627487-2010-03357. The patient received her scs system on (B)(6) 2009. The system was implanted for bilateral back and leg pain and consisted of an ipg, two percutaneous leads and two anchors. On (B)(6) 2010, it was reported that the patient's scs system had been explanted six days prior due to lack of efficacy. The devices were discarded and will not be returned to the manufacturer.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.